Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium large hexed screw (ilrght) were returned for investigation,. Visual evaluation of the as returned products identified fractures across the threads. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported devices were located on tooth # 36 & 37 and were used for approximately 3 years 2 months. The customer did not provide any pictures or x-rays. Device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium large hexed screw (ilrght) was not returned to palm beach gardens. Since the reported product have not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported devices were located on tooth # 36 & 37 and were used for approximately 3 years 2 months. The customer did not provide any pictures or x-rays. Device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non verifiable as no objective evidence was provided towards the reported event. H3 other text : no product returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Lot number, expiration date and UDI number were unknown / not provided. Premarket identification PMA/510(k) number k072642.device manufacturer date unknown / not provided.

Event description:
It was reported screw ilrght fracture in patient's mouth on tooth location 36. Procedure was completed with another screw.